Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was the rotor stuck in the motor due to corrosion. The motor, driver, and press were each replaced along with other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece would not stop running. This did not occur during a surgical procedure, so there was no patient involvement. There were no reports of any adverse consequences due to this event.